Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring pump error alarm during self-test. Blood glucose level at the time of the incident was 186 mg/dl. Customer stated that auto mode was not accepting the blood glucose readings. Customer was able to clear the alarm and was able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly.